Event description:
It was reported that the ventilator had a leakage when the ventilator mode was set to niv mode. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is nothing in the received logs that indicates a ventilator shut down. Clinical alarms were generated in (B)(6) 2022 when the ventilator mode was set to niv mode, expiratory minute volume low, low peep (positive end expiratory pressure) and leakage too high. The generated alarms indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.